Event description:
It was reported that in red rubber catheter usually the coude notch was in line with the coudecurve, but sometimes they were not in line. Representative informed inquirer there could have been an error during manufacturing. Suggested patient hold onto an example to send in for further investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "machine error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that in red rubber catheter usually the coude notch was in line with the coudecurve, but sometimes they were not in line. Representative informed inquirer there could have been an error during manufacturing. Suggested patient hold onto an example to send in for further investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.